Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output. The patient experienced loss of consciousness, she did not remember the cgm reading and reported that there was no alert before the adverse event occurred. The patient´s friend found the patient unconscious and lying down on the floor in her house around 6 pm. The friend treated the patient with a ¿glucose packet¿ applied on the patient´s lower lip and then called 911. The patient regained consciousness when the paramedics arrived after approximately 15 minutes. They took a blood glucose reading which was 21 mg/dl and there were no cgm values documented as the patient did not remember the cgm readings at the time of event. Paramedics treated the patient with glucagon and took her to the hospital. At the hospital, the patient was treated with IV medication and discharged after about 4 hours. At the time of the report the patient was stable. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional tests were performed and passed. Alarm/alert manual test were performed and passed. Speaker/vibrator resistance measured were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.